Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The patient reported via phone call that she went through 4 different batteries but she received two battery out limit alarms and two blank display anomalies. The patient's blood glucose at the time of incident is unknown. Troubleshooting was declined since the customer was at work. The insulin pump was not returned for analysis at this time.